Event description:
It was reported that there was an issue with the pdf configuration when updating the orchestra+ to smartview 2.44. When prior to the upgrade the smartview system was configured to print it¿s pdf files to an external medium (typically a usb key), the smartview configuration post upgrade is found to be ¿print pdf files to the hard disk of the programmer¿. Preliminary analysis showed that the reported behaviour was confirmed and was due to a configuration not migrated during the installation.

Event description:
It was reported that there was an issue with the pdf configuration when updating the orchestra+ to smartview 2.44. When prior to the upgrade the smartview system was configured to print it¿s pdf files to an external medium (typically a usb key), the smartview configuration post upgrade is found to be ¿print pdf files to the hard disk of the programmer¿. Preliminary analysis showed that the reported behaviour was confirmed and was due to a configuration not migrated during the installation.